Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that farawave catheter was selected for use for a pulse field ablation procedure. It has been mentioned that upon opening the catheter package, there was a foreign body (small blue plastic fleck) inside the package with the device. It was noted before removal from the package. The procedure was completed using alternate device. No patient complications occurred.